Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome emerald 28/45kit vt. The customer states that the pt had procedure for an exchange of a malfunctioning permcath that was reported as malfunctioning. Documentation from the surgeon's operating report revealed that pt originally had the left ij permcath inserted on (B)(6) 2013. The surgeon reported using a 19 gauge introducer needle to insert into the ij using ultrasound guidance with a 0.035 stiff wire placed. The tract was serially dilated and a 23-cm long permcath was then placed through the peel-away introducer sheath into the right atrium. The permcath was documented as flushing and working well. On (B)(6) 2013, the pt was taken back to surgery with reports of the permcath malfunctioning with no specific info given as to how it malfunctioned. The permcath was documented as in good position on completion fluoroscopy. No complications were reported in the removal of the permcath. Info for the permcath is "14.5 (4.8mm) x 28cm, a-.1ml, v-2.1ml."